Event description:
It was reported that the device reached elective replacement indicator due to premature battery depletion. The device was explanted and replaced. The left ventricular lead had no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis of the device revealed normal battery depletion.